Event description:
It was reported that bracket assembly that connected to reference arc via a plastic screw wouldn't "connect fine" one day prior to the report. The screw wouldn't tighten with just finger pressure/torque, and "some locking hemostats" had to be used in order to "get to turn correctly." An issue with the stimloc base cap was also reported. It was explained that the base cap had cracked while physician had been tightening the screws down to skull. Because of this the locking clip was floating inside and wouldn't sit properly. Stimloc had to be replaced and this resolved the issue. It was indicated no problems had occurred with the patient and that the patient was "fine." Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_stimloc_acc, product type accessory; product ID db-2040, product type accessory. (B)(4).

Manufacturer narrative:
Product ID neu_stimloc_acc, product type accessory.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the reason the stimloc ring cracked was unknown. It was unknown whether it was due to 'over tightening or not.'